Event description:
It was reported through the filing of a lawsuit that allegedly following the procedure, patient suffered pain, severe infection, and movement of the device.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 52 mm press fit acetabular shell. The following other hip devices were also listed in this report: stryker press fit total hip, cat # unk, code # unk. Size 7 press fit femoral component, cat # unk, code # unk. 36 mm head +7.5 mm neck, cat # unk, code # unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. The information in this report was provided by (B)(4). No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.